Event description:
It was reported that after successfully implanting the graft, the pt's external iliac artery was dissected while removing the device. The graft limb was sewn into the repaired artery, and the pt is reported to be stable.